Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted. Healthcare professional later reported "any creases", "lump" not device related and "left implant has migrated superiorly".

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device was explanted. Healthcare professional later reported "any creases", "lump" not device related and "left implant has migrated superiorly".

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: crease folding of implant: observed creases on the device. Malposition: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed.

Event description:
Healthcare professional later reported "any creases", "lump" not device related and "left implant has migrated superiorly". Device was explanted.